Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility and confirmed the reported issue. The failure was traced back to a defective patient pump which was replaced. The issue was solved and the device returned back into service. The affected pump has been investigated. Results revealed that the impeller was damaged and the bearing was severely affected by corrosion / oxidation. This was the cause of the blocked pump rotation.

Event description:
Livanova received a report that a heater cooler 3t device displayed two error codes associated to patient pump malfunction during routine maintenance. There was no patient involvement.